Event description:
I had an anal cancer in 1991; my doctor periodically has me take a cea test for presence of cancer. The test c count was 7.7 and he recommended I have a pet scan. I have had colonoscopies and other tests in previous years. When I had the pet scan, I had a canker sore in my mouth. Within a week, I had more sores on the left side of my tongue. Next, the papillae on the left side became inflamed and super-sensitive. I had great difficulty chewing any food and swallowing. I called my doctor for an appointment and saw him on (B)(6). He did not know what to do for me and wanted me to see an ent dr. My appointment with the ent was on (B)(6). He looked at my mouth and throat, prescribed a "magic mixture" for canker sores and also prescribed nexium for reflux, even though I told him that I did not have reflux. He also ordered a videostroboscope and a swallowing test for later. Ten days later, I called, was unable to talk to him, talked to a nurse and told her that I was so much worse but she insisted that I keep taking the "magic mixture." The following week, I called again explaining how bad my tongue and mouth was and was prescribed a 6-day prednisone pack. I had a 4-week appointment scheduled with my primary care doctor on (B)(6). I had then developed a bad case of thrush, so he prescribed 5 pills of fluconazole. By (B)(6), my sores were still very bad; infact I had a new big sore inside my cheek just over my teeth. My whole cheek was tender, my throat was still sore and the lymph node under my left jaw was tender. Called for an appointment with the ent dr again but he was unavailable, so I got an appointment with his nurse-practitioner. She prescribed a clobetasol propionate gel. By the (B)(6), I was no better; I called my primary care doctor again. He did not call back by the (B)(6), so I called the ent office again and saw the nurse-practitioner again. She called in another ent dr to look at my mouth and they decided to take two cultures and a biopsy and gave me a new prednisone 6-day pack plus some lidocane to use before I eat. They made an appointment for me to see the doctor on (B)(6). He said that the biopsy showed only inflammation and the cultures were negative. He wanted to put me back on the "magic mixture" and give me a pain medication but I turned it down since it had not worked previously. All along, I had this nagging suspicion that the pet scan and the canker sore was more the cause of what was happening to me. I had asked my doctor but he said he had never heard of that problem. I did a lot of research on me, learned that he ingredient used in pet scans was the radioactive tracer fluorine-18 and the exposure routes were puncture, wound, skin contamination. I decided to write my primary care doctor, going over all my symptoms, and showing him the research that I found, and telling him that I believed that the radioactive material leaked through the canker sore and burned the left side of my tongue, and surrounding area. I guess I got his attention because he called to tell me he was referring me to another ent who was also a surgeon. On (B)(6), I had my appointment with the surgeon and he said it looked like cancer and he wanted me to have a biopsy but he did not think I could tolerate it being done in the office. We set up an appointment for (B)(6). While under anesthesia, he took a biopsy, tested it, then proceeded to remove the surrounding tissue. I spent the night in the hospital and came home the next day. The pathology report shows that it was a squamous cell carcinoma. The surgeon told me that I had made a "good call." I wanted to report this so that when anyone is having a pet scan that they are asked if they have any canker sore or other type sore in their mouth. I want to prevent another people from going through what I have endured these past four months. The pet scan did not reveal any cancer. Partial glossectomy.